Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was 49 mg/dl, and the blood glucose would have been ¿something else¿. The patient stated that she ¿got to the hospital because of dexcom¿. When asked more information regarding the event, the patient declined to answer and ended the call. Further attempts to contact the patient for more information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).